Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that metal loop from the bipolar loop snapped off completely. The loop section was recovered from the patient. Patient had no adverse affects post op. It was furthermore confirmed that the procedure was completed successfully and there was only a prolongation of less than 15 minutes. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: upon inspection of the returned bipolar electrode it was found that the cutting electrode is missing and the yellow insulated rods are bent. The broken surface on the cutting electrode shows a ductile appearance. As the broken surface shows a ductile appearance, which indicates a break by force, as well as the bent rods, it is most likely that the electrode got mechanically overloaded during application. The corresponding instructions for use of the product include the following safety-relevant information: "warning: risk of injury: overloading the instrument by exerting too much force may cause the medical device to break, bend, and malfunction, and consequently injure the patient or user. Do not overload the instruments. Do not bend bent instruments back to their original position." The event is filed under internal karl storz complaint ID: (B)(4).